Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer noticed the battery depleting from 45%-25% within a day and noted this to be an irregular occurrence that had happened on several occasions, however the customer was unable to provide a date or timeframe. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 180 (mg/dl). The customer stated they would use manual injections as alternate insulin therapy.